Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient collapsed while taking a shower. The patient caregiver assisted her to the floor and noted that the patient was profusely sweating. The patient had not taken any medication prior to the event. The caregiver checked the dexcom g7 app, which displayed a cgm reading of approximately 300 mg/dl. Emergency medical services (ems) were contacted, and upon arrival, paramedics obtained a fingerstick blood glucose (fsbg) reading of 42 mg/dl. The patient was transported to the emergency room (ER), where she received IV fluids and additional medication (unspecified by the patient). The patient reported feeling improved by approximately 14:30 and was discharged the same day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.